Event description:
Info received indicates the brake caster would not roll but continues to swivel when the brake is set.

Manufacturer narrative:
The technician adjusted the brake caster set screw to repair the bed.